Manufacturer narrative:
Located proximally 42.0 cm off the green introducer distal tip is the distal end of the resheathing tool. The coil is protruding outside the proximal end of the resheathing tool. Located at the proximal end of the coil is some stretching damage. Located at the distal end of the resheathing tool, the coil protrudes outside the sheath and has been severely damaged. The remainder of the coil is undamaged. Located in the cutout on the top proximal end of the resheathing tool, the v notch has been fractured. Located at the locking mechanism, the sheath material has been stretched away from the surface. No mechanical sheath damage was found. The coil was returned severely damaged. The most likely root cause of the unit unable to be locked and the coil's stretching and damage was the coil protruding outside of the sheath at both ends of the resheathing tool. In this condition; resheathing and locking the unit cannot be performed. The circumstances of how the coil protruded outside the sheath cannot be determined. A review of the manufacturing documented presented no issues potentially related to the complaint. No actions are taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During the procedure; the surgeon planned to advance coil; but found the introducer sheath cannot be locked. Changed another one to complete the procedure. On (B)(4) 2011, failure analysis discovered some stretching damage on the proximal end of the coil and general damage on a more distal portion of the coil.